Event description:
It was reported that this pacemaker was exhibiting intermittent loss of capture (loc) on the right atrial (ra) lead. Technical services (ts) recommended further evaluation. The device remains in service. No adverse patient effects were reported.